Event description:
During a surgical procedure the covidien ligasure persistently created error codes and would not initiate a burn. It was unplugged and plugged back in five times, this did not resolve the issue. A second ligasure was brought into the case with the same results. A third ligasure was finally brought into the case and worked. This seems to have become more prevalent following a software upgrade to the valleylab ft10 electrosurgical generator which powers the ligasures. Representative from the company seems to think that the persistent issues could be the result of consumable devices that were manufactured before the software update was available for the esu. The devices will be returned to the manufacturer for failure analysis.

Event description:
During a surgical procedure the covidien ligasure persistently created error codes and would not initiate a burn. It was unplugged and plugged back in five times, this did not resolve the issue. A second ligasure was brought into the case with the same results. A third ligasure was finally brought into the case and worked. This seems to have become more prevalent following a software upgrade to the valleylab ft10 electrosurgical generator which powers the ligasures. Representative from the company seems to think that the persistent issues could be the result of consumable devices that were manufactured before the software update was available for the esu. The devices will be returned to the manufacturer for failure analysis. Supplement: another instance of this error message was reported at another facility after initial report. Ref: lf1837, lot: 01810015x.